Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had end stage heart failure and incessant ventricular tachycardia, the patient ultimately passed away due cardiac arrest. The death was not considered to be device related and the device operated as expected. The device was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s reported cardiac arrhythmia, and patient outcome and the heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) lists potential adverse events that may be associated with the use of the hm3 lvas, including cardiac arrhythmia. No further information was provided. The manufacturer is closing the file on this event.